Manufacturer narrative:
Device serial number/lot number were not communicated; device expiration date and device manufacturing date not available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after 2 times re-preparation of the trach, the cuff only fills up to one side. No injury reported. Additional information received via e-mail 14-oct-2022: patient location updated. The product is not returning for investigation due to the information that germs were detected with the patient, germs which have multi-resistance characteristics. Therefore, the photos in the attachments should be used instead. Additional information received via e-mail 04-nov-2022: lot number remains unknown.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. Four photos were received for evaluation. Visual inspection found per photos received, could not confirm the asymmetry cuff as its necessary to measure the cuff concentricity to know if the cuff is within specification. No other analysis was performed. Root cause cannot be addressed since the cuff was inflated symmetrically. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4),as a result of warning letter cms# (B)(4).